Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and the cause of b30 failure was not identified. However, a new phenomenon due to wear of the connector was confirmed. Therefore, it was determined that the b30 failure occurred due to the effect of connector wear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a b30 scope communication error was received when using the evis exera iii xenon light source. It was also reported that there was poor air for insulation. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of poor air for insulation was confirmed. The customer's allegation for b30 scope communication error was not confirmed. The device evaluation found worn out socket slider switch caused intermittent use of high intensity mode. Found worn out connector (air joint unit) causing air leakage. Air pump was working properly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.